Manufacturer narrative:
The illuminator module was received for evaluation. The sample evaluation found the illuminator module to have a discolored lamp pin. However, no problem was found in the functionality of the illuminator module. The root cause can be attributed to an internal-component failure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The xenon lamp was replaced, but the issue persisted. The company service representative replaced the illuminator module to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on april 18, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to non-conforming illuminator module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the lamp burned out following a surgical procedure. There was no patient involvement.